Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple occlusion alarms. The customer performed troubleshooting on their own prior to contacting tandem technical support (cts) and stated that they had observed insulin exiting the infusion set tubing and no damage was observed on the cannula. No troubleshooting was performed with cts confirming this information. Cts educated the customer on the various factors that may cause occlusion alarms. The customer¿s blood glucose (bg) level was not impacted.